Event description:
Event description boston scientific received information that during a follow up check, no pacing output was observed and out of range impedance measurements were noted with this easytrak 2 left ventricular lead. The pocket was opened at which time, lead testing was performed. However, a fracture was observed and therefore, the lead was removed from service. During efforts to implant a replacement easytrak 2 lead, deformation of the leady body was reported. It was necessary to utilize another easytrak 2 lead which was implanted without further incident.